Event description:
Disposable menisucus cutter with shaver, camera, video equipment was used on patient #00-64-73. While using cutter and shaver, viewing same on t.v. Monitor, metal shavings were noted floating in joint. Cutter removed and noted to be scratched and scared which was not there prior to insertion into the joint. Knee joint was flushed with saline to remove floating scraps of metal. New disposable cutter opened and used without difficulty.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.